Event description:
Received a recall notice from picker/ezem concerning lead aprons of certain lot numbers that have radioactive lead. While surveying lead aprons, facility found a radioactive lead apron not on the recall notice.